Event description:
Customer stated received a blood glucose result of 270 and 272mg/dl. The customer went to the clinic after taking regular dose of medication. 1 hour later at the clinic they tested and received a result of 76mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product sent.